Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context as it is likely that interaction with the post dilation balloon and/or the patients 100% stenosed anatomy resulted in the reported compressed/shortened stent. The treatment appears to be related to the operational context of the procedure as a xience skypoint des was implanted at 24 atmospheres to cover the stent compression/distortion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat 100% stent restenosis (isr) in a mildly calcified, mildly tortuous left anterior descending (lad) coronary artery. The 3.5 x 18mm xience skypoint was implanted in the mid lad overlapping the distal isr and the 4.0x23mm xience skypoint stent was implanted in the left main(lm) to lad overlapping the proximal isr. Post dilatation and ivus were performed, showing a gap with stent strut compression in the distal portion of the 4.0x23mm stent, and distortion in the proximal portion of the stent. A 4.0x15 xience skypoint stent was used to cover the gap between the 3.5x18mm and 4.0x23mm stents. Final angiogram showed no residual stenosis with good antegrade flow. No additional information was provided.